Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead fell down stairs and lost consciousness resulting in lead dislodgement. Loss of capture (loc) was subsequently observed with an escape rate of 45-50 bpm and high pacing threshod measurements. Device output was increased while the patient awaited revision. A procedure was later performed at which time the helix could not be retracted to release the lead; the rv lead was then surgically abandoned and replaced. No additional adverse patient effects were reported.